Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the hem-o-lok clip applier instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the hem-o-lok clip applier instrument failed to clip properly during vessel clipping. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use for sterility and undamaged tips. The issue was identified by not properly clipping tissue during the procedure. Nothing looked different from the ordinary. The incident happened during the procedure when the surgeon was ready to clip tissue inside the abdominal cavity. The jaws failed to clip the tissue. We tried to reinsert the clip applier with a new clip but it kept failing. Purple hem-o-clips were used on the vessels. The issue was related to unsuccessful clip application e.g., incomplete closure of clip.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and found to have no issue. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test on 2 of 2 attempts. The instrument was fully functional. No product issue was identified.